Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information was received indicating that the band was explanted due to connective tissue disorder in the cardiac tissue and the band was endotheliazed. The product was explanted, however, will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that (B)(6) post implant of this annuloplasty band, the band was explanted for an unknown reason and a bioprosthetic valve was implanted. No other adverse patient effects were reported.